Event description:
(B)(4) study. Same case as MDR#2134265-2013-00252. It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis and plaque shift. In (B)(6) 2010, the patient presented with chest pain and cardiac catheterization was recommended. The target lesion was located in the mid left anterior descending (lad) artery with 70% stenosis and was 30 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and placement of a 2.75 x 38 mm taxus liberte stent. Following post dilatation, ivus was performed. Ivus revealed good stent expansion and apposition with plaque shift into the diagonal which was treated with low pressure dilatation of the ostium of the diagonal resulting in less than 10% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient was seen for "persistent stable angina" and the subject was hospitalized on same day. Lexiscan stress test revealed ischemia in anterior wall. Cardiac catheterization was recommended which revealed 90% focal in-stent restenosis in the lad. This was treated with pre-dilatation and placement of a 2.75 x 16 mm promus element stent just beyond the take-off of diagonal. Following post dilatation, plaque shift into the 1st diagonal was noted which was treated with dilatation resulting in 73% ostial stenosis. The 1st diagonal was treated with placement of a 2.25 x 12 mm promus element stent which was slightly protruding into lad. Kissing inflation between the lad and the diagonal were performed at high pressures following stent deployment in both vessels. Following post dilatation, residual stenosis was less than 10%. The event was considered to be resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(6).